Manufacturer narrative:
A device was returned to a third-party service center for service. There was no report of serious patient harm or injury. There was no report of medical intervention. Customer complaint the machine has burning odor was confirmed. During the evaluation of the device, they found pca is burned, unit doesn't start (operating hours and software version couldn't be read), unit was tested with a known good pca, sieve canisters are worn out. Tubing, compressor and exhaust muffler are contaminated and inlet filter will be replaced due to preventive maintenance. Device returned unrepaired. Reportable since device issue/event has or may have caused or contributed to a death.

Event description:
A device was returned to a third-party service center for service. There was no report of serious patient harm or injury. There was no report of medical intervention. Customer complaint the machine has burning odor was confirmed. During the evaluation of the device, they found pca is burned, unit doesn't start (operating hours and software version couldn't be read), unit was tested with a known good pca, sieve canisters are worn out. Tubing, compressor and exhaust muffler are contaminated and inlet filter will be replaced due to preventive maintenance. Device returned unrepaired. Reportable since device issue/event has or may have caused or contributed to a death.

Event description:
This notification is being reviewed due to a user of simplygo stating that the device produce a burning smell / odor. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.